Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough and the cannula came out of the customer's skin, resulting in elevated blood glucose levels.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned for evaluation.